Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). The device was investigated by a emtec service technician. The failure could be confirmed therefore the optocubler and the bearings were replaced. Final check and calibration successfully performed. System test performed according to the service protocol. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). During priming/setup the rotaflow showed a head error once the rpm crossed. No patient involvement.